Event description:
When using the angiodynamics pulse spray injector, the unit was not delivering the selected amount of medication. This unit was set properly, and on retest after discovery, was again found to administer the wrong amount of the medications. The luerlock connector had also come apart, and the pt likely did not receive the amount of medication as the machine reported. The pt was moved to a more appropriate unit of higher acuity for monitoring. No adverse reactions were identified. The unit was removed from service and is awaiting word from you as to whether we can send in for repair or isolate the unit until add'l investigation, if needed. Dates of use: 2008. Diagnosis or reason for use: administration of tpa. Event abated after use stopped or dose reduced: yes.